Event description:
It was reported that the catheter balloon was inflated with the approximate amount of fluid using a .75 - 3cc syringe. The catheter has been passed through graft several times before rupturing. The field and suction contents were examined for pieces of the ruptured balloon. One small piece of balloon was found. No permanent pt injury was reported.